Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions. Potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. Pt codes: 1695, 2361 - not labeled. Device code: 2993 - not labeled. The initial MDR report was filed incorrectly as an importer report, as a result a MFR report f/u #1 is being filed.

Event description:
It was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced mesh erosions requiring multiple excisions, mesh exposure, mesh infections, chronic vaginal pain, urinary retention, dyspareunia, stress incontinence, urge incontinence and depression. Per additional information received, the patient has experienced five surgeries to remove mesh due to erosion which has left nerve entrapment, adhesions, severe pain, problems moving left leg, mental trauma of no intercourse, infections after surgery and more than normal throat damage. Associated MDR: 1018233-2010-00015.

Manufacturer narrative:
2120, 2684, 2275 = "nl". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced vaginal discharge, inability to void with nausea and vomiting, inability to urinate, admitted from the ER (x2), anterior and posterior repair and transobturator tape placement and possible wound infection, urinary tract infection, admitted to the hospital for bacterial vaginosis, in-office injections for right sided vaginal cuff pain (x2), in-office suture trimming, pain with sitting, lower stomach pain, burning in both legs, menopausal symptoms, dysuria, nocturia, urinary incontinence with elevated post void residual, spasm type symptoms, frequency, vaginal atrophy, unfavorable mobility at the bladder neck, vaginitis, painful band lateral to the urethra on the left, pelvic and thigh pain status post transobturator sling, recommendation for pelvic floor rehabilitation, pain specialist and neurosurgical evaluation.